Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 252 mg/dl and a high ketone level identified as life threatening by a health care provider; cause was unknown. Prior to the ER the customer delivered a correction bolus to address the elevated bg. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 2025-09-01 with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.